Event description:
I have implants for 20+ years. One ruptured 7 years ago in a car accident. Doctors will not do surgery with insurance (as they have to say is that it is causing health problems for insurance to cover it.) Since then my health has gone drastically down hill. I have been diagnosed with fibromyalgia. Ra, chronic migraines. My other symptoms that I have had repeatedly been tested for all come back "normal. I am experiencing chronic fatigue, to the point now, I can't even get ut of bed. Rashes, repeated pneumonia, bronchitis, and sinus infections. I have gained 45 pounds from all the steroids that I have taken. Diagnosed with depression, anxiety, once again, chronic fatigue. Brain fog,, memory loss that continues to get worse (can't remember things from yesterday or this morning), word retrieval, starting to stutter now. Autoimmune diseases with no relief, eyesight, my teeth, have a hard time swallowing, have to do it about 4 times to feel any relief, constant cough. Everything is to the point now that I feel as if my doctor thinks I'm crazy. He blows me off when I try to tell him what's going on. Just prescribed more medication that I do not need. I feel like I am slowly dying and my younger 4 kids have missed out on a lot with me because of the times I couldn't go to their games, classes, graduation because I was too sick to get up and go or tried and just couldn't do it. It's hard to remember what normal used to be. I am terrified of dying and leaving my kids with no mother just because I thought I wanted them. Also, when got my implants, the doctor never told me that I would have to replace every 7-10 yrs or I certainly wouldn't have gotten them, I want these out immediately. Need assistance with insurance or something because I do not have the cash that the plastic surgeon wants. My next step, I believe will be legal action against the MFR, my doctor, the plastic surgeon, etc. I have begged repeatedly for someone to help me. No one wants to admit that the implants are causing sickness in women. Please help me! I have many more symptoms, I am having trouble remembering at the moment. Please do something.